Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to the device"), asthenia ("asthenia"), urticaria ("pressure urticaria"), epistaxis ("epistaxis") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy with coronectomy for essure removal). Essure was removed. At the time of the report, the allergy to metals, device intolerance, asthenia, urticaria, epistaxis and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, device intolerance, epistaxis and urticaria with essure. The reporter commented: onset for 4 to 5 years, asthenia, pressure urticaria and symptoms of epistaxis combined with joint pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to the device"), asthenia ("asthenia"), urticaria pressure ("pressure urticaria"), epistaxis ("epistaxis") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy for essure removal). Essure was removed. At the time of the report, the allergy to metals, device intolerance, asthenia, urticaria pressure, epistaxis and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, device intolerance, epistaxis and urticaria pressure with essure. The reporter commented: onset for 4 to 5 years, asthenia, pressure urticaria and symptoms of epistaxis combined with joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included polycystic hepatorenal disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to the device"), asthenia ("asthenia"), urticaria pressure ("pressure urticaria"), epistaxis ("epistaxis") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy for essure removal). Essure was removed on (B)(6)2020. At the time of the report, the allergy to metals, device intolerance, asthenia, urticaria pressure, epistaxis and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, device intolerance, epistaxis and urticaria pressure to be related to essure. The reporter commented: onset for 4 to 5 years, asthenia, pressure urticaria and symptoms of epistaxis combined with joint pain. Essure was removed due to medical reasons. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2020: questionnaire received. Information updated: patient¿s initials, date of birth, medical history, essure removal date, reporter assessment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('allergy to nickel') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included polycystic hepatorenal disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device intolerance ("intolerance to the device"), asthenia ("asthenia"), urticaria pressure ("pressure urticaria"), epistaxis ("epistaxis") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy with coronectomy for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, device intolerance, asthenia, urticaria pressure, epistaxis and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, device intolerance, epistaxis and urticaria pressure to be related to essure. The reporter commented: onset for 4 to 5 years, asthenia, pressure urticaria and symptoms of epistaxis combined with joint pain. Essure was removed due to medical reasons. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.